Event description:
It was reported that after performing an arthroscopic in the autologous hamstring tendon with a biorci screw, the patient experienced fever. There is no further information about how it was treated and what is the outcome of the patient. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
This allegation was reported as a ¿literature case¿. An unconfirmed product without product code or lot number provided, was reported for use in treatment. Per the reporter: ¿there is no information how it was treated and what is the outcome of the patient since this information was taken from a study performed since 2012.¿ product was not available. At this time, there is no evidence to suggest a direct link between product used during the procedure and the condition reported. Instruction for use (IFU) for all product families contain precautionary statements and recommendations for proper use. Complaint history review for three years prior indicated similar allegations for the product family reported. DHR review records were unattainable without valid lot numbers reported. Risk management records were unattainable without valid lot numbers reported. Material assessment and sterilization records were unattainable without valid lot numbers reported. There was no evidence to suggest that product from this family did not pass requirements upon release for use. If further information becomes available, the complaint may be revisited.